Event description:
It is reported that a customer received multiple error alarms on their insulin pump and stated that they could not clear the alarms. The patient's blood glucose level was at unknown. The customer stated that the issue was not resolved with a battery change. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed unexpected restart after the battery was changed due to broken solder joint connector on interface board. No external ram crc error alarms noted. The device had cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection.